Manufacturer narrative:
Device manufacture date: (B)(4), 2017 - (B)(4), 2017. The device was received for evaluation containing approximately 180ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by manually filling the bladder with water. No evidence of leak was observed. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of large volume infusor leaked into the housing prior to patient use. The device was filled with 132ml 5-fu and 60ml sodium chloride solution. There was no patient involvement. No additional information is available.